Event description:
It was reported that the patients ipg was not working anymore and the patient was experiencing inadequate stimulation. The patient underwent an explant procedure and the explanted ipg was not returned. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Exact date unknown, event occurred two (2) years ago from the date the manufacturer became aware of the event. Explant date: 2020.